Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 37714, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the manufacturer representative was on a case the day prior to report during which out of range impedances were seen on the 8-15 lead on 5 contacts. The healthcare professional (hcp) pulled the lead out of the implantable neurostimulator (ins) and wiped it down. Then, 3 contacts were showing out of range. Then, after wiping off a second time, the lead would no longer advance further than halfway. The hcp tried a new ins and it solved the problem. Additional information received reported that the lead was a 2x8 and both battery slots had one tail of the lead plugged in. It was noted that this was a buried lead trial. It was noted that the lead was placed in surgery for the trial to start on (B)(6). It was further noted that impedances normalized with the new battery immediately intra-operatively. It was noted that multiple impedances were checked during the procedure and the lead tails were flipped and 8-15 was still reading off. It was noted that they tested with the external neurostimulator (ens) and the lead read normally. This was the point that the lead was wiped off, the lead would not fully re-insert and a new ins was used. The leads were placed easily and first impedance check was normal. The cause of issue was not determined. The patient was doing well and was receiving effective therapy.